Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The device has not been returned to the manufacturer. The manufacturer received information alleging respiratory failure. At this time, we are unable to confirm this allegation. The manufacturer was made aware of this complaint through a representative of the customer. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, the device has not been returned to the manufacturer. The manufacturer received information alleging respiratory failure. At this time, we are unable to confirm this allegation. The manufacturer was made aware of this complaint through a representative of the customer. No device has been returned. No further evaluation is possible at this time. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a updated report will be completed.